Manufacturer narrative:
There has been a previous report received where no water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g120 scaler, the handpiece was getting hot and there was no water flow; no injury resulted.

Manufacturer narrative:
Evaluation found the handpiece is getting warm due to poor water flow from not properly being able to adjust the water regulator. The water hose is kinked and has debris build up. There is large air leaks from the powder bowl and flattened pinch tubing. Also, the unit is outside of useful life.